Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
The customer alleged the infusion device did not provide an error missing when the device wasn't delivering insulin. The customer stated he should have received an error message. No adverse event reported. Return of the suspect device was requested for evaluation.